Event description:
It was reported the device indicated a primary audible alarm post and battery failure. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found both tamper seals intact, and a cracked on the right plunger case. There was evidence of the error in the event history log. The customer reported two problems: primary audible alarm post and battery failure. The investigation was unable to duplicate the primary audible alarm error; it was discovered that the battery connector was damaged but again, it could not duplicate the battery depleted issue. For issue number one, cause of the problem was undetermined as no damage was found to the speaker; for issue number two, the battery connector was physically damaged, and the cause was traced to customer damage. For corrective action the speaker was replaced as preventative measure and the battery was replaced. The root cause of problem number one was unknow, however problem number two was traced to customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information was received and attached on 25 august 2022 to the complaint: event date was updated, no additional information was available. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 29-mar-2016.